Manufacturer narrative:
(B)(4). Additional concomitant medical products: us157854 ¿ m2a magnum cup ¿ 091420; 157448 ¿ m2a magnum head ¿ 436640; 11-103205 ¿ taperloc femoral stem ¿ 758290. Customer has indicated that the product will not be returned to zimmer biomet for investigation has the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10587, 0001825034 - 2018 - 10590, 0001825034 - 2018 - 10592.

Event description:
It was reported patient underwent a left hip revision approximately 8 years post implantation due to pain, metallosis, bone fracture and disassociation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of operative notes and x-rays. X-rays taken before the revision notes mild eccentric femoral head position and cortical discontinuity of the lateral aspect of the greater trochanter consistent with a fracture of unknown age. Operative notes from the revision surgery note the patient was experiencing pain. The femoral head was disassociated from the stem with no corrosion noted on the trunnion. The cup was removed and replaced with a larger size along with two screws and liner. A new head component was also implanted to equilibrate limb length and stability. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.